Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the balloon popped inside the patient while dilating the airway. The balloon was filled with a 50/50 mixture of omnipaque 350 mgl/ml and normal saline. No further event information was provided. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the director of regulatory affairs. The healthcare facility was not reported on the medwatch form and is unknown. Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.